Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (rep): information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had an initial device implanted back in 2017. The ins implanted on (B)(6) 2018 was a replacement. The initial device was explanted because of infection. No further symptoms reported. No device complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that issue was resolved after the device was explanted. No further complications were reported/anticipated.